Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented remotely to the clinic via merlin.net transmission. Transmissions showed that the pacemaker exhibited diagnostic anomaly as it triggered an alert with data that does not match. No intervention was performed. The patient was in stable condition.